Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. Visual evaluation of the pictures provided identified explanted knee implants covered in bio-debris. Radiographs provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b6, g3, g6, h2, h10, h11. The following sections were corrected: b5.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address instability post-operatively. No additional information is available.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address unknown complications post-operatively. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard posterior stabilized tibial bearing 10mm x 71/75mm catalog #: 183640 lot #: 994040, biomet polished finned tibial tray 71mm catalog #: 141253 lot #: 2016020262. G2: foreign - event occurred in australia. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.